Event description:
Caller reported false positive troponin I (tni) results on triage cardiac panel. Customer reported that since last week, her technicians have obtained abnormal tni results on cardiac test panel, but when repeated on new device from same lot, results are valid. Prior to repeating on triage meter, samples are run on roche cobas 600 and tested for tnt (cut-off 0.12) - no data provided. Tests performed by experienced, well-trained technicians. Samples are from (B)(6), immediately mixed, inoculated onto equilibrated test devices, allowed to be absorbed (approx 15 mins) and then inserted into meter. Qc samples run on (B)(6) 2010 - met specifications. Customer has six meters; three meters are dedicated for tox.

Manufacturer narrative:
Investigation pending.